Event description:
Spontaneous disconnection of attachable catheter from port. Catheter and port placed in (B)(6) 2010 and functioning well until acute disruption and non-function on (B)(6) 2011. Used for chemotherapy treatments with another physician, approximately weekly, from (B)(6) 2010 to (B)(6) 2011.